Event description:
It was reported that the issue occurred pre-operatively. There was no impact on patient outcome. The issue was that an incorrect scan was pulled.

Manufacturer narrative:
H2: please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon was unable to register or got an inaccurate (3-11 mm) registration during a revision fess and skull base resection. Technical services (ts) requested trace pattern but the surgeon stated he did not believe it was the issue, but confirmed he started it on the forehead. The issues persisted with trace and touch points while using the side emitter. Registration was performed between physician and another person. It was confirmed there were no artifacts in the scan and the image was confirmed. It was also confirmed that the breakout box ports were green for patient and instrument trackers and there was no metal interference. The site switched to a new instrument tracker. The site also switched from registration probe to tracer probe and the surgeon was then able to trace. Navigation and medtronic imaging were aborted with this system, but the site switched to another navigation system and the issue was not replicated. The probable cause for the inability to trace was likely due to the registration probe only being compatible with em/ent software while the system was em/cranial. During the procedure, it was unclear if the ent software procedure was selected. It was also believed the inaccurate trace was caused by starting on the forehead instead of the nose. This issue caused a less than 1 hour delay in the procedure and there was a patient present. Patient impact not provided.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0,) no hardware parts have been received by the manufacturer for evaluation. Codes: b17, c20, and d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.